Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking out of the lower port. The reporter stated that the lower port had not been previously accessed. This event occurred during patient infusion of fludarabine. To resolve the issue, a chemotherapy locking port was placed on the tubing port to close the system, the line was covered in a blue pad, and the infusion was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Further inspection could not be performed as the device was contaminated with chemotherapeutic solution. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.